Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a (B)(6) female patient who had essure (batch no. 774377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included splenectomy, idiopathic thrombocytopenic purpura, thrombocytopenia, hypertension, dyspnea and chest pain. Normal electrolyte panel and normal cbc. Her ast is 22, plt count is 326 today. Previously administered products included for an unreported indication: penicillin, mirena, codeine and azithromycin. Past adverse reactions to the above products included drug hypersensitivity with azithromycin, codeine and penicillin. Concomitant products included atenolol, hydrochlorothiazide (oretic), minerals nos;vitamins nos (multivitamins;minerals) and oxycodone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), 1 day after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with ibuprofen (motrin), ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet) and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and systemic lupus erythematosus had not resolved and the genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, systemic lupus erythematosus and vulvovaginal pain to be related to essure. The reporter commented: clinical notes: retained iud 2 coils were visualized bilaterally after placement of the essure device. Discrepancy noted as per pfs: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound scan - on an unknown date: ultrasound snowed a 10 cm uterus. No masses. Lining is 6 mm. An echogenic focus within the endometrial stripe. This likely represents an iud. The right ovary is normal with a 2.7 cm complex cyst . Left ovary is normal. Impression: retained iud desires contraception. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received : case was upgraded to serious incident. Essure removal date added. Seriousness criteria for event genital hemorrhage updated to non serious a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a 49-year-old female patient who had essure (batch no. 774377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included splenectomy, idiopathic thrombocytopenic purpura, thrombocytopenia, hypertension, dyspnea and chest pain. Normal electrolyte panel and normal cbc. Her ast is 22, plt count is 326 today. Previously administered products included for an unreported indication: penicillin, mirena, codeine and azithromycin. Past adverse reactions to the above products included drug hypersensitivity with azithromycin, codeine and penicillin. Concomitant products included atenolol, hydrochlorothiazide (oretic), minerals nos;vitamins nos (multivitamins;minerals) and oxycodone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), 1 day after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with ibuprofen (motrin), ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet) and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and systemic lupus erythematosus had not resolved and the genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, systemic lupus erythematosus and vulvovaginal pain to be related to essure. The reporter commented: clinical notes: retained iud 2 coils were visualized bilaterally after placement of the essure device. Discrepancy noted as per pfs: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound scan - on an unknown date: ultrasound snowed a 10 cm uterus. No masses. Lining is 6 mm. An echogenic focus within the endometrial stripe. This likely represents an iud. The right ovary is normal with a 2.7 cm complex cyst . Left ovary is normal. Impression: retained iud desires contraception. Lot number: 774377 manufacturing date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.